Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 t1 pps ho 12x144mm cat# 51-104120 lot# 3727047, tprlc133 mp t1 pps so 6x97.5mm cat# 51-108060 lot# 2569203, tprlc xr t1 pps 14x148mm cat# 51-105140 lot# 2931353, tprlc xr t1 pps 17x154mm cat# 51-105170 lot# 2844723, tprlc 133 t1 pps ho 13x146mm cat# 51-104130 lot# 3714345, tprlc 133 t1 pps so 15x150mm cat# 51-103150 lot# 3262138, tprlc 133 t1 pps so 15x150mm cat# 51-103150 lot# 3386951, tprlc xr t1 pps 16x152mm cat# 51-105160 lot# 2990162, tloc 133 mp sp t1 ppsho 6x97.5 cat# 51-109060 lot# 3433002, tprlc 133 t1 pps ho 16x152mm cat# 51-104160 lot# 3219007, tprlc 133 t1 pps so 10x140mm cat# 51-103100 lot# 3446079, tprlc 133 t1 pps ho 17x154mm cat# 51-104170 lot# 2525467, tprlc 133 fp type1 pps ho 7.0 cat# 51-101070 lot# 3354575, tprlc 133 fp type1 pps ho 6.0 cat# 51-101060 lot# 2552323, tprlc 133 t1 pps ho 15x150mm cat# 51-104150 lot# 2563641. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00534, 0001825034-2020-00535, 0001825034-2020-00536, 0001825034-2020-00537, 0001825034-2020-00538, 0001825034-2020-00539, 0001825034-2020-00540, 0001825034-2020-00541, 0001825034-2020-00542, 0001825034-2020-00543, 0001825034-2020-00544, 0001825034-2020-00545, 0001825034-2020-00546, 0001825034-2020-00548, 0001825034-2020-00549.

Event description:
It was reported that debris was identified in sterile packages. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned products identified that there was debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier and black debris consistent with porous material from the device. Device history record (DHR) was reviewed and no discrepancies were found. Device history record (DHR) was reviewed and no discrepancies were found. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage causing the foam packaging and porous material from device to become abraded and shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.